Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override mode. A technical support specialist (tss) dialed into the station, then applied the knowledge article (ka) bogus critical override icon on station. Then changed the time to current server time, after that the station was no longer on critical override, and the time was correct. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was in critical override mode. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.